Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse determined that the leak was caused by a wash tower valve that was not opening properly. The fse cleaned and reinstalled the valve and the instrument functioned properly. However, the fse replaced the valve with a new valve as a proactive measure. The fse verified the repair per established procedures. (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report a leak from their access 2 immunoassay system. There was no reported impact to patient data or patient treatment associated with this event. There was no report of injury to the operator associated with this event. Medical attention was not sought. The customer reported receiving vacuum over limits errors on the instrument. After initial troubleshooting with the customer (via telephone), it was determined that an on-site service call would be required. The customer reported that the leak had puddled underneath the instrument and was contained to the countertop where the instrument was located. The customer reported that there is an exposure control plan/risk management plan in place for the facility. The customer reported that the material safety data sheet (msds) was not reviewed.